Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized with a high blood glucose reading of 414 mg/dl. The customer was also under stress prior to the hospitalization. The customer was unable to troubleshoot at the time of the call. Nothing further was reported.